Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood on the outer surface of the device. The hypotube shaft was completely separated 67cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. Inspection of the corewire, inner and outer shafts, and midshaft presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in a coronary artery. While advancing this 3.0mmx8mm quantum¿ maverick¿ balloon catheter to the lesion, the shaft broke. It was noted that the break occurred on a portion of the device that had not yet entered the patient, approximately 80cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in a coronary artery. While advancing this 3.0mmx8mm quantum maverick balloon catheter to the lesion, the shaft broke. It was noted that the break occurred on a portion of the device that had not yet entered the patient, approximately 80cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.